Event description:
It was reported that the patient underwent a tlif at l3-l5 using interbody device and posterior fixation. Three months post op, the implanted cage reportedly backed out toward posterior edge of the vertebral body at l4/5. Although no further migration was observed with the cage, it was recently reported that the patient complained of pain. The revision surgery performed approximately 7 and a half months post op. The cage was removed. The surgeon stated that the cage backed out, because the size of the cage chosen may have been too small.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.